Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. See h.10.

Event description:
It has been reported that one unspecified bd¿ pen needle was found experiencing leakage during use. The following has been provided by the initial reporter: I am having increased problems with the 4mm pen needles (thin wall, vr:730285) from a package. The needles lose too much insulin, so I can't be sure if enough is getting into my body. The insulin runs out the side and doesn't really get through the needles. As a result, I have had to dispose of many needles unused. I would be happy to send you the rest of the pack.

Event description:
It has been reported that one unspecified bd¿ pen needle was found experiencing leakage during use. The following has been provided by the initial reporter: I am having increased problems with the 4mm pen needles (thin wall, vr:730285) from a package. The needles lose too much insulin, so I can't be sure if enough is getting into my body. The insulin runs out the side and doesn't really get through the needles. As a result, I have had to dispose of many needles unused. I would be happy to send you the rest of the pack.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.